Manufacturer narrative:
(B)(4). Evaluation results: (endoleak, migration), (angulated aortic neck).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5.8 cm abdominal aortic aneurysm approximately 61 months ago. The aortic neck diameter was 23 mm. It was reported that the patient presented emergently with abdominal pain. The aneurysm was found to have enlarged to 11.8 cm. This was attributed to increase of the aortic neck angle to 90 degrees which resulted in stent graft migration and a proximal type 1 endoleak. The decision was made to perform a surgical intervention to address the endoleak. The aorta was cross clamped and a synthetic graft was sewn to the aorta proximally and to the top of the bifurcated stent graft distally. The limbs were well incorporated. No additional clinical sequelae were reported and the patient is fine.